Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the back up battery does not hold a charge. No patient involvement reported.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer was unable to confirm the reported problem. Resolution and disposition: there were no parts replaced by the manufacturer's field service engineer .